Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm and keypad anomaly on the insulin. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.